Event description:
On (B)(6) 2012, the reporter contacted the animas corporation and claimed that for about a month the up and down arrow buttons became intermittently responsive. No further information was captured from the reporter. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "down" & "contrast" keys are intermittently unresponsive. The keypad is intact and was removed for investigation, and contamination was found under "contrast", "up" & "down" key contacts. Unrelated to this complaint the display is faded, discolored and difficult to read. When replaced with a test screen the display is fully functional.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.